Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error (se) 2240 alarm (air in line) during the initial drain. The caregiver (cg) advised the home patient (hp) had pressed go into the initial drain and was not connected causing the 2240. The hp then connected to the patient line. Therapy was restarted with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The cause of the system error 2240 alarm was use error. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set and instructs the user to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.